Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The device was manufactured over 15 years ago, therefore omsc could not confirm the device history record. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because 20 years have passed since the device was delivered on 21th jun 2001. If significant additional information is received, this report will be supplemented.

Event description:
During reprocessing, the user found that the power supply socket of the device was broken. There was no patient injury associated with this event. The user facility did not provide other detailed information.